Manufacturer narrative:
The field service engineer (fse) decontaminated the instrument. The customer has had no further issues. Calibration and qc were acceptable. A sample aspiration error was observed on the alarm trace data. Product labeling states: "reactive in the elecsys anti-hcv ii assay. All initially reactive samples should be retested in duplicate with the elecsys anti-hcv ii assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically. Repeatedly reactive samples must be confirmed according to supplementary algorithms. A cobas e flow is a procedure programmed into the system to enable a fully automated sequence of measurements and the calculation of assay combinations to perform decision algorithms." Single false positive results can occur and are covered by the specificity claim. A general reagent issue can be excluded. The reagent performed within specification.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6)

Event description:
The initial reporter questioned positive results for 1 patient sample tested for elecsys anti-hcv ii (anti-hcv ii) on a cobas e 801 analytical unit. The initial result was 10.1 coi (positive). The repeat result was 9.92 coi (positive). The repeat result from an unspecified competitor method was 0.35 c/co (negative).